Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient¿s device was tested on (B)(6) 2011 and system diagnostic results revealed high impedance (dcdc ¿ 7). The pulse generator was disabled on (B)(6) 2011. The patient¿s device was tested again on (B)(6) 2011 and system diagnostic showed normal diagnostic results. The pulse generator was enabled on (B)(6) 2011. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. No patient adverse events were reported. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device manufacturing records and available programming and diagnostic history were reviewed.